Event description:
It was reported that during home use, the ventilator displayed a system error code, alarmed and shut down. Attempt to auto-start ventilator was not successful. The ventilator was unplugged and then the alarm stopped. The ventilator was replaced with a back-up unit. The patient uses mouth piece ventilation and he is not totally ventilator dependent. No patient issues were reported. No medical intervention was required. No permanent patient injury occurred as a result of this event.

Manufacturer narrative:
Evaluation is not yet completed. Evaluation results are anticipated.